Event description:
It was reported that the orange cap on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was found "melted". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the customer stated that the orange cap of the syringe on the left in the photo was melted."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the orange cap on the bd veo¿ insulin syringe with the bd ultra-fine¿ needle was found "melted". This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the customer stated that the orange cap of the syringe on the left in the photo was melted"

Manufacturer narrative:
H6: investigation summary customer returned (2) loose 3/10cc syringes. Customer states that the shield is melted. The returned syringes were examined and one sample exhibited a crushed shield. The remaining sample exhibited the hub-needle/shield assembly separated from a barrel with a deformed barrel tip. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure.